Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 50 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was using auto mode at the time of incident. The customer was assisted with troubleshooting and was advised to visit the emergency room. The customer will discontinue to use the device.